Event description:
The customer's daughter reported via phone call that the customer had a low and a high blood glucose. Customer's doctor told them to replace the pump. Insulin pump will be replaced. The caller declined troubleshooting for high and low blood glucose. Caller stated that the lowest blood glucose her father had was 46 mg/dl around 04/25/2015. Customer has had highs up to 404 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.